Manufacturer narrative:
Investigation summary: no 079510470 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation at this time. A review of the device history record is pending.

Event description:
The complaint/event involved a sempty lifecare container 250 ml size that reportedly leaked an unspecified liquid because the open joints were not connected to the bag. There was no human harm associated with this event.